Event description:
It was reported that customer received minimum fill notification while reloading cartridge with less than 80 units of insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area, and, with guidance from technical support, filled and loaded new cartridge using recommended technique, after which cartridge loaded successfully and insulin delivery resumed.